Manufacturer narrative:
The implant malfunctioned due to part not retained on mating part (e.g. The malfunction did not cause or contribute to a death or serious injury. New information provided caused a change in the reportability descion of. The event the event will be a osseointegration problem.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g. The malfunction did not cause or contribute to a death or serious injury. New information provided caused a change in the reportability descion of. The event the event will be a osseointegration problem.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g. ,. The malfunction did not cause or contribute to a death or serious injury.